Event description:
It was reported that the right ventricular lead dislodged and exhibited no capture at maximum output in both the unipolar and bipolar configurations. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.